Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. This is one of two reports (3007042319-2015-00742 and 3007042319-2015-00743) submitted for devices related to the same event.

Event description:
It was reported that the patient experienced two (2) self-clearing electrical fault alarms. Preliminary analysis of the log files confirmed the electrical fault alarms and a driveline cable cleaning procedure was recommended. A manufacturer's representative responded to the facility to inspect the driveline cable and controller. A brownish contamination was observed on both the driveline connector and the controller. The manufacturer's representative performed a driveline cable cleaning procedure according to manufacturer's guidlelines and also performed a controller exchange at the same time. The cleaning procedure was conducted in one round with an approximate pump off time of one (1) minute and forty (40) seconds. The facility prepared for the cleaning procedure by having the attending physician and the cardiovascular surgery fellows present, along with the cardiac defibrillation cart on stand-by. The patient was also on a cardiac monitor and an oxygen saturation monitor during the procedure. The cleaning procedure resolved the event of electrical fault alarms. There was no reported patient injury as a result of this event. The controller has been received by the manufacturer for evaluation. The driveline cable remains implanted and will not be returned to the manufacturer for evaluation. This MFR report is 1 of 2 related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. The device(s) listed in this report is (are) used for treatment, not diagnosis. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today. This is 1 of 2 reports (3007042319-2015-00742 and 743) submitted for devices related to the same patient. Devices remain implanted.